Event description:
It was reported that the patient went through a magnetic resonance imaging (MRI) without the implantable cardioverter defibrillator (ICD) programmed to the appropriate setting beforehand. The ICD was found to be in backup operation and high voltage therapy was not active. Programming changes were made, and the ICD was restored. Patient condition was stable.

Manufacturer narrative:
Correction: please correct this report 2017865-2023-36207, the related issue was previously reported as 2017865-2023-36247.